Event description:
It was reported that a cardiac perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. At some point during the procedure, the laa was perforated. It was suspected that it occurred prior to deployment when the was and wds were in place because there was some patient movement just prior to deployment. The patient experienced a pericardial effusion that grew into tamponade. The closure device was never released but the patient was sent to surgery for perforation repair and removal of the device. The patient was in the intensive care unit (ICU) at the time of the report.